Event description:
The customer reported being hospitalized for high blood glucose. Initially, the customer reported having no delivery alarms while she was sleeping. The customer stated that she removed the battery and she was also not taking manual injections. The blood glucose reading at this time was 19.2mg/dl. Advised customer to sick a medical assistance. Later, the customer called back and reported her hospitalization. Troubleshooting was performed. Ran a fixed prime test twice and the insulin pump alarmed no delivery. The customer stated that the insulin was not passing through the tubing. Suggested to change the reservoir and the infusion set. The prime test was performed again and the device passed the test. Suggested customer to use a proper insertion technique and site. Also it was found that the customer was changing the infusion set and reservoir every 3 to 4 days, and she was inserting manually. Advised to change every 2 to 3 days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.